Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that this lead was explanted and replaced by a new one due to loss of sensing one day after the implantation of the pacemaker system. The lead was discarded in the hospital. Should additional information be received, this file will be updated.